Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery or low reservoir alarms were noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a missing end cap sticker. The pump was received with a rf pic failed alarm during the self test due to a faulty component on the radio frequency board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced high blood glucose readings, radio frequency pic failed self-test and damage from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer treated with the pump. The customer received no delivery alert and had it resolved by changing the set. The customer reported that radio frequency pic failed self-test alarm did not occur during the rewind/prime sequence. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.